Manufacturer narrative:
This is the information known at this time. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this right ventricular lead displayed a lead safety switch had occurred. Impedance measurements had increased to high out of range measurements and then returned to normal. An internal technical service consultant was contacted regarding resetting the message. Further isometrics revealed the impedance measurement had returned to high out of range measurements in bipolar pacing mode. Measurements in unipolar pacing mode were normal. It was thought there may be a lead fracture; lead revision or further x-ray review was recommended. No right ventricular lead pacing was noted since the lead safety switch had occurred. No adverse patient effects were reported.

Event description:
Additional information was received; during a follow up visit, impedance measurements in unipolar pacing mode were within normal limits. The physician did not feel the lead was fractured. A decision was made to leave the lead implanted and further monitor in the future. It was determined the lead was capable of delivering appropriate therapy.